Manufacturer narrative:
(B)(4). This is the same patient as (B)(4). Actual date of the event is unknown. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a follow-up medwatch will be submitted.

Event description:
It was reported that a clearlink paclitaxel set had an eroded filter. The set was being used with a non-baxter chemotherapy drug. The lines were not connected to the patient at the time when the eroded filter was found. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time. This is report 2 of 2.

Manufacturer narrative:
(B)(4). Evaluation summary: sixty-four (64) companion samples with the same lot number as the reported device were received for evaluation. Visual inspection of the samples revealed no obvious defects. Performance testing did not find evidence of the reported problem. Evaluation of the companion samples could not confirm the reported problem. Should additional relevant information become available a supplemental report will be submitted.